Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient was hospitalized on (B)(6) 2024 due to shortness of breath and headaches. They were not able to keep up her oxygen in the room air and she had to remain in the hospital for a week before she could be discharged home on oxygen. The daughter states she was never made aware of the recall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields, UDI and date received by mfg. The manufacturer previously reported: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient was hospitalized on (B)(6) 2024 due to shortness of breath and headaches. They were not able to keep up her oxygen in the room air and she had to remain in the hospital for a week before she could be discharged home on oxygen. The daughter states she was never made aware of the recall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Manufacturer narrative:
The manufacturer previously information alleging that the patient was hospitalized on 12/28/2024 due to shortness of breath and headaches. They were not able to keep up her oxygen in the room air and she had to remain in the hospital for a week before she could be discharged home on oxygen. The daughter states she was never made aware of the recall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. The previous report was submitted as part uno recall. Upon reassessment, the device is in this complain is not in the scope of uno recall. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.